Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 25-oct-2022 h6: investigation summary several unit packages and photos were provided to our quality team for investigation. The product was inspected and staining was observed on the packaging. A device history review was performed for the reported lot 2207099, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Packaging parameters were reviewed and verified to be within the validated limits. Manufacturing equipment undergoes routine cleaning. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues were found related to this issue. While we could not identify a direct issue, it was determined this incident occurred during the packaging process due to condensed water and grease accumulating in the packaging machine, staining the product packaging as seen in the samples provided.

Event description:
It was reported that 3 bd plastipak¿ luer-lok¿ syringes had discolored blister packaging stains. The following information was provided by the initial reporter, translated from dutch: "there are unknown stains visible on the package (see photos attached). These stains are visible on multiple items from the same batch.".

Event description:
It was reported that 3 bd plastipak¿ luer-lok¿ syringes had discolored blister packaging stains. The following information was provided by the initial reporter, translated from dutch: "there are unknown stains visible on the package (see photos attached). These stains are visible on multiple items from the same batch."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.